Manufacturer narrative:
The part was inspected/measured. The part met all specifications. There was no obvious/significant gross defects, damage or deformation observed. Additional mdrs associated with this event: 3025141-2017-00077: cannulated screw.

Event description:
An elbow fracture was implanted with a cannulated screw. The patient experienced a non union of the fracture; the screw was explanted.